Manufacturer narrative:
No repair was requested and no parts were returned. Provided pictures confirmed the broken support arm. The support arm is a casting and it most probably developed a crack at an earlier occasion either by overloading or impact and this led to the reported breaking. The support arm has been successfully tested for mechanical strength and is designed according to standard. Previous investigations of similar faults led to a redesign and change of the manufacturing process in order to obtain a higher mechanical strength of the support arm. The support arm associated with this complaint had been manufactured before this change was implemented in production. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that while the ventilator was ventilating a patient, the nurse turned over to fix the ventilator tubing and to adjust the height of the ventilator¿s support arm for the patient at the bedside. While fixing and adjusting, the support arm suddenly broke and disconnected the tubing. The nurse responded quickly and grabbed the fractured section immediately, so the support arm and the objects hanging on it did not harm the patient. The ventilator was replaced. There was no patient harm. Manufacturer's ref. #: (B)(4).